Manufacturer narrative:
The handpiece was received at the manufacturer for service and evaluation. A high temp condition was found with the device and then reported. Based on the investigation details, the likely cause was problems the motor assembly. The motor, upper bearing, and press plug were each replaced. Service repaired and returned the device to the customer.

Event description:
It was reported by a manufacturer repair tech that a high temp condition was found with the handpiece, which indicates the device overheated. This did not occur during any customer surgical procedure. There was no pt involvement or any adverse consequences reported.